Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device presented difficulties in the fixation of the mesh in two occasions, in different patients.